Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the devices were each received in original packaging with the batch number of the complaint on the labels. Device one the t1 has been cut from the suture and not returned, the t2 is in front of the dimple on the needle and attached to the suture. The tail of the suture has been pulled down through the variable depth straw. The variable depth straw has been trimmed. Device two the t1, t2, and part of the suture were not returned. A section of the suture was returned. The variable depth straw has been trimmed. A functional evaluation, using a simulation meniscus, of device one showed that the t2 deployed and implanted as intended. Device two could not be functional tested due to the implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the t2 implant of two (2) ultra fast-fix could not be deployed. It is unknown if there was a delay. The procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).